Event description:
Alleged the brake pedal releases when attempting to set the brake.

Manufacturer narrative:
The hill-rom field technician replaced the brake detent to repair to bed. Mod 373 is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit. Parts have been returned to hill-rom and analysis is pending.